Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open CABG procedure at the proximal anastomosis, the needle popped off of the thread. To complete the case another suture was used. No medical or surgical intervention was required. There was no injury to the patient.